Event description:
It was reported that during a gastric banding procedure there was split in inflation tube. The issue was occurred intra-abdominally. It was also reported that the device was observed to be intact just prior to insertion patient. Finished the procedure with same like product. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Upon visual inspection, it was observed that the tubing (catheter) was split in two parts. This split was observed at 1.3cm from the strain relief end. Upon microscopic evaluation of this split, it was noted that several teeth marks on the silicon tubing was observed and suggest that a grasper or sharp instrument with teeth was used. A leak test was performed on the rest of the band/balloon with a successful result, no leak was found on the balloon. Upon microscopic evaluation of this split, it was noted that several teeth marks on the silicon tubing was observed and suggest that a grasper or sharp instrument with teeth was used. It was also noted that complementary information was provided by the affiliate, and it was said that the device was observed to be intact just prior to insertion patient. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Therefore, it was suggested that observed damage are result of mishandling of the device during the implant. A review of the product's instruction for use (IFU) was performed, and it was noted that cautions about damages band and catheter are written. No other investigation other than outlined within this file has been performed.